Event description:
The patient received several inappropriate therapies resulting in device hardware reset. During the revision, it was noted that the lead was fractured. As a result, both the ICD and lead were explanted.